Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two complaints (MFR. Report # 3005099803-2011-00035 & MFR report # 3005099803-2011-00036) that occurred during the same procedure. It was reported to boston scientific that two jagwire precursor guidewires malfunctioned during a procedure on (B)(6), 2010. According to the complaint, during a sphincterotomy procedure of a common bile duct stricture, the physician was negotiating the first jag precursor guidewire into the duct when the hydrophilic tip detached. The physician removed the guidewire and attempted with a second jag precursor guidewire, but the same event occurred. A third jag precursor guidewire was then used and successfully negotiated the duct. No action was taken to try to recover either tip. There were no patient complications and the patient's condition has been described as "stable."